Manufacturer narrative:
(B)(4). The customer returned an opened rhy-177-ttsap pack for evaluation. None of the components showed any evidence of use. This product consists of two separately packaged units; a sterile stylet assembly unit packaged in a sealed chevron pouch and a non-sterile lidstock/label unit packaged in a taped plastic bag. The two units are glued together to form the finished good and shipped as product number rhy-177-ttsap. Visual examination of the returned sample revealed that the stylet assembly unit was returned inside of the lidstock/label packaging. The pink tape from the lidstock/label was torn indicating it had been intentionally opened as expected; however, the lidstock/label packaging was also torn along the backside (side shipped facing the stylet assembly). This tear would indicate that a significant force was applied either while opening the lidstock/label packaging or while attempting to separate the two units. Visual examination of the stylet assembly unit revealed that the corners of the chevron pouch were damaged and flared open exposing the components within. It cannot be determined if the barrier was breached prior to shipping, during shipping or during handling/opening of the product by the customer. The customer reported that the "internal seal was not fully sealed when they opened the outside plastic portion of the kit"; however, the stylet is not shipped within the lidstock/label packaging. Packaging engineering was contacted and reviewed the returned complaint sample. It was confirmed that the product was not returned as it was shipped (one package inside the other) and that the lidstock/label package should not have been torn across the back. Engineering review of the returned stylet assembly chevron pouch did not reveal any manufacturing/packaging related issues or anomalies. A device history record review was performed on the packaging process and no relevant issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques for maintaining a sterile barrier while using this product. The customer report that the "internal seal was not fully sealed when they opened the outer plastic package" could not be confirmed through evaluation of the returned sample. The reported product consists of two separately packed units secured back-to-back to each other and shipped together. The two portions of the product were both returned opened with one portion inside the packaging of the other indicating significant handling of the product (including separating the two portions) had taken place prior to it being returned. Additionally, one of the portions was torn in an unexpected location indicating further significant handling of the product. A device history record review did not reveal any packaging related issues and a packaging engineering review of the returned sample did not reveal any manufacturing/packaging related issues or anomalies. Based on the condition of the returned sample; it cannot be determined if the barrier was breached prior to shipping, during shipping or during handling/opening of the product by the customer. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer states that the internal seal was not fully sealed when they opened the outside plastic portion of the kit. They opened another kit to start the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that the internal seal was not fully sealed when they opened the outside plastic portion of the kit. They opened another kit to start the procedure.